Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that two weeks following a femtosecond assisted intraocular lens (iol) implant procedure, a patient developed noninfectious ocular inflammation. The patients symptoms worsened and the patient was treated with medication. Clouding of the vitreous was also reported following the treatment. Additional information has been requested.